Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back syndrome. It was reported that the patient was unable to get any stimulation from their device, despite turning the stimulation up. It was reported that the patient felt that over time less of the programs had worked, and the last one that worked was no longer working. The rep ran an impedance test and all the contacts indicated they were over 3,000 ohms, with multiple over 10,000 ohms. The rep tried to program on the 2 electrodes that were the lowest (over 3,000) but was still not able to get any stimulation. It was reported that the issue was not resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
An approximate date. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2018-feb-27 reporting that the event was initially reported by the consumer. The consumer reported to the manufacturer representative that the patient was no longer able to get stimulation from their device sometime in early february. The patient was able to meet with the manufacturer representative on 2018-feb-23. An impedance test wasperformed, and intensity was attempted to be increased afterward. The manufacturer representative was unable to get stimulation, so they tried programming on the electrodes with the lowest impedances but was still unable to get stimulation. The cause of the high impedances was unknown. The issue had not been resolved at the time of the report. The patient was going to discuss options with their health care provider (hcp). Patient weight was asked but unknown. This information was confirmed with the account. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that a revision was planned due to the report of impedances being out by the healthcare professional (hcp). The revision hadn't occurred but was scheduled. The compatibility of leads and extensions with the patient's ins was reviewed. No further complications reported.

Manufacturer narrative:
Product ID: 74002, lot# n481169, implanted: (B)(6) 2015, product type: adapter; product ID: 3898-33, lot# lc0704, implanted: (B)(6) 2004, explanted: (B)(6) 2018, product type: lead; product ID: 747151, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID: 3898-33, lot# lb6616, implanted: (B)(6) 2003, product type: lead; product ID: 3898-33, lot# lc0704, implanted: (B)(6) 2004, explanted: (B)(6) 2018, product type: lead; product ID: 977a275, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the cause of the impedance issue was unknown. It was reported that the lead revision was on (B)(6) 2018. The rep indicated that the old leads would not be returned as the old leads were cut to make the explant easier and the account saw no need to return the leads and extensions. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 3898-33, lot# lc0704,implanted: (B)(6) 2004, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative (rep). It was reported that the lead had high impedances and was explanted. The lead could not be replaced due to scar tissue. The surgeon attempted many tries to place the lead, including other levels. The surgeon tried to replace the lead, but was unable to thread the lead up the epidural space. After many attempts at different levels, the hcp decided to abort the procedure and discuss future placement with a surgical paddle. The battery was left in place until the surgical paddle can be attempted. No further complications were reported.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 74002, lot# n481169, implanted: (B)(6) 2015, product type: adapter; product ID: 3898-33, lot# lc0704, implanted: (B)(6) 2004, explanted: (B)(6) 2018, product type: lead; product ID: 747151, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID: 3898-33, lot# lb6616, implanted: (B)(6) 2003, product type: lead; product ID: 3898-33, lot# lc0704, implanted: (B)(6) 2004, explanted: (B)(6) 2018, product type: lead; product ID: 977a275, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting the serial number of the new lead that was unable to be implanted due to the patient's scar tissue. No further complications were reported/anticipated.